Event description:
At 4:00 p.m. On (B)(6) 2026, a patient arrived at the emergency IV therapy room for insertion of a superficial intravenous catheter. While the on-duty nurse had completed the closed-system catheterization and was preparing to remove the catheter¿s guidewire, the white catheter hub suddenly separated from the guidewire, leaving the guidewire lodged in the patient¿s superficial vein. Nurses from both the IV shift and the rounds shift immediately collaborated to remove the detached rigid guidewire, but were unable to do so. Consequently, the catheter was removed, and a new catheterization was required. The patient was provided with a full explanation of the situation. (During the puncture, the stylet is inserted inside the catheter to provide support, helping the entire assembly enter the blood vessel; after successful puncture, the stylet is completely removed and discarded, leaving only the catheter in the blood vessel for the infusion.)

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.